Event description:
In april of 2024 a literature review was conducted for the impella rp. The publication entitled "cardiogenic shock in thyroid story: a biventricular impella" was authored by evan caruso, department of cardiology, cooper university hospital. The publication reported for a 31-year-old male had hyperthyroidism and atrial fibrillation and was suffering from thyroid storm. The team placed impella cp and rp devices and the condition was improving. After three days, the patient had hemolysis and thrombocytopenia that improved after the pump was weaned and explanted. The impella rp was explanted first at day two and the impella cp was explanted at day four. At the six month follow-up, the patient's condition had improved.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the thrombocytopenia and hemolysis has been completed. Product and data logs were not returned for review. The root cause of hemolysis was unable to be determined as limited clinical details were provided and no product was returned for review. The root cause of thrombocytopenia was unable to be determined as limited clinical details were provided and no product was returned for review. Impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.